Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump received stuck in the motor error loop during bolus/basal delivery. Unable to confirm error alarm due to erased history file. Unable to perform excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. No unexpected check setting alarms noted. The insulin pump received with cracked case at display window corners, minor scratches on lcd window, broken belt clip slot and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer visited the hospital but did not receive any assistance because the hospital attendants were not qualified to alter the insulin pump settings. The blood glucose reading was 480 mg/dl at the time of the call. The customer experienced some slurring, but she reported that she did not need medical attention and that she would treat when finished with the phone call. The customer stated that the insulin pump alarmed motor error when she changed the battery. She also reported that the device alarmed no delivery and other alarms. The customer was unable to rewind the insulin pump. We advised the discontinuation of the pump. Nothing further reported.